Event description:
Healthcare professional reports one incident of a blood leak on reuse number 2 occurring in the middle of treatment. Noted by blood leak alarm and confirmed with hemastix. Estimated blood loss was 200 cc. Pt treatment was discontinued as they were close to the end of their treatment (15 minutes to go) and pt's blood was not returned. No pt injury or medical intervention was reported.